Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The blood glucose results were not provided. The patient was admitted into the hospital. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.